Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that the one touch ultra meter displays the battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/pt by phone for follow-up questions. The following complaint was classified based on info obtained from the customer care advocate (cca). The pt alleged that the issue began on (B) (6), 2010 at 7 pm. The pt indicated she manages her diabetes with a set dose of insulin. After the alleged issue occurred, the pt indicated she continued with her usual diabetes routine. Immediately following the alleged issue, the pt claimed she experienced symptoms of shaking and thirst. Subsequent to the alleged issue, the pt denied receiving any medical intervention. At the time of troubleshooting, the cca verified that the battery in the subject meter was not replaced, per owner's manual recommendation. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.